Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specification prior to shipment.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. Patient symptoms have resolved.

Event description:
Patient contacted the clinic with multiple small boils approximately 6 months after finishing miradry treatments. Patient was in a different city and saw a different dermatologist. Result was diagnosis of hidradenitis suppurativa, unrelated to miradry treatment. Was placed on antibiotics.